Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was to report that sometimes when they go to turn the device on, the patient sees a message that says the neuro stimulator is getting to the end of its service life and to replace the device. Agent had patient connect to ins and confirmed eri (201) and agent reviewed meaning of eri and redirected patient to healthcare provider to discuss. Patient mentioned they had an appointment scheduled with the healthcare provider (hcp) and a manufacturer representative (rep) was scheduled to be present at that appointment. Patient mentioned they had been told their implant battery would be good for 10 years and they were a little disturbed that this eri message was already appearing. Agent reviewed information as it relates to therapy usage affecting battery longevity. Agent also reviewed lead information. Patient repeated that they read a manual regarding their battery being good for 10 years. Agent confirmed that patient has an upcoming appointment with their physician and a rep. Agent redirected to hcp regarding eri message. Patient also mentioned they usually have their stimulation intensity on low, and that they turn at off at night, because when they lay down the stimulation feels 4x st ronger.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H7: information updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.